Event description:
For software plato rts v1.x, incorrect monitor units are calculated in a multiple electron beam set-up, in which mantle type shielding is included when reference axis are in different locations for each field.